Manufacturer narrative:
Event description. Codes. This code is used to describe an endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2018, a type ii endoleak was identified. On (B)(6) 2019, the patient underwent the additional procedure with glue and coil embolization of the endoleak associated with the abdominal aortic aneurysm. On (B)(6) 2019, the patient attempted embolization of the right iliac artery aneurysm by interventional radiology. No further adverse events have been reported. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. The date of the event will be used (B)(6) 2016- the date of the aneurysm enlargement.

Event description:
On (B)(6) 2015, a patient was undergoing treatment of an abdominal, common iliac right and left aortic aneurysms measuring 48mm ¿abdominal, 26mm- right iliac and 34.3mm- left iliac with gore® excluder® aaa endoprostheses. Reportedly, during the initial procedure the right internal iliac artery was embolized. The patient tolerated the procedure. The follow up images from (B)(6) 2016 to (B)(6) 2018 reveled that all aneurysms enlarged in diameters more than 5 mm. On (B)(6) 2018, an unspecified endoleak was identified. On (B)(6) 2019, the patient underwent the additional procedure with glue and coil embolization of the right iliac artery aneurysm.